Event description:
New information received notes that the right ventricular (rv) lead also exhibited high capture threshold. The rv lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited high lead impedance. No device intervention was reported. Patient was stable and would continue to be monitored.